Event description:
The surgeon noted the +20.5 diopter cc4204a collamer single piece lens was torn after it was inserted into the eye. The lens was removed and another lens was implanted with no injury to the patient. The reporter indicated the damaged occurred while loading the lens.

Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product showed a tear across the optic and pieces of the lens was torn off and missing. There was a clear surgical residue on the lens. (B)(4).